Event description:
A vaxcel mini port was being placed for therapeutic purposes in 2004. The peel away sheath did not separate properly. One tab tore down the side before it split down the middle. The physician used hemostats to grab the sheath and split it manually to be able to complete the procedure.